Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include hyperglycemia, vomiting, lethargic, struggling to communicate verbally, muscle aches and pale complexion. The patient was treated with fluids, insulin and glucose intravenously. The pod was removed and discarded at the hospital. The patient reported being unsure if the cannula was properly seated in the infusion site. The patient was released after two days.